Event description:
Information received that the head of bed would not go up when buttons were pushed. No injury reported.

Manufacturer narrative:
Technician found that the head of bed would not go up when buttons were pushed, found solenoid valve to be sticking; replaced valve for the head up function to resolve this issue.